Manufacturer narrative:
Investigation is ongoing; no conclusion could be drawn as no device was returned or lot number provided.

Event description:
Patient underwent a procedure for degenerative disc disease at levels l3-s1. During tightening of the locking cap on the left side at level l5, the head of the mirs screw broke off prior to final tightening. The surgeon was not able to seat the locking cap onto the screw and the screw remains implanted in the patient. This is the 1st of 3 reports submitted on this event.